Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible for the unknown depuy femoral head as the product and lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain. There were no signs of wear, debris, or diseased tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ppf and sticker sheet received. In addition to what was previously reported, ppf alleges elevated metal ions. The hospital, lawyer, and law firm have been updated. An ip for the stem is added due to the alleged elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.